Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The se performed all the calibrations and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had a compressor inoperable while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.